Event description:
Information was received indicating pumps with cadd extension sets attached were exhibiting leakage. It was reported the reporter was concerned as they were getting inquiries about leaking pumps, no lot numbers or serial numbers were available as this was reported to be only an inquiry. No adverse patient effects were reported. No additional information is available at this time.